Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 29 mg/dl. The customer also reported high blood glucose level and the blood glucose level was 360 mg/dl, 157 mg/dl, 230 mg/dl and 376 mg/dl. The customer reported that cannula was bent. The insulin pump will not be returned for analysis.